Manufacturer narrative:
Title surgical outcomes of total thyroidectomy using the ligasure¿ small jaw versus ligasure precise¿: a retrospective study of 2000 consecutive patients source international journal of surgery, volume 37, 2017 (8-12) date of publication: 23 august 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2008 and june 2015, a total of 2000 patients were included (ligasure¿ small jaw, n ¼ 1000; ligasure precise¿, n ¼ 1000). Postoperative complications after total thyroidectomy using ligasure devices (1000 patients for each device, total of 2000): 24 from precise group experience hematoma and 9 in small jaw groups. Intraoperative bleeding was 90/9% in ligasure precise group and 40/4% of the ligasure small jaw group.